Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing, and delivered several inappropriate shocks in more than a single episode for a rhythm that was felt to be atrial fibrillation (af) with rapid ventricular response (rvr). Additionally, the device and electrode exhibited high shock impedance measurements of 174, 181, and 185 ohms following shock delivery. Technical services (ts) discussed the shock zone versus the conditional shock zone with the field representative. No adverse patient effects were reported. This device remains in service.